Manufacturer narrative:
Conclusions code 2: added code. Code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: aneurysm enlargement.

Manufacturer narrative:
Describe event or problem: corrected previous initial device implant date (B)(6) 2012, to (B)(6) 2012.

Event description:
On (B)(6) 2012, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 58 mm in diameter and was therefore treated with gore® excluder® aaa endoprostheses.

Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2012, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 58 mm in diameter and was therefore treated with gore® excluder® aaa endoprostheses. On (B)(6) 2012, a follow-up ultrasound examination showed an aneurysm diameter of 52 mm. On (B)(6) 2013, follow-up computed tomography angiography (cta) imaging revealed an aneurysm diameter of 55 mm. On (B)(6) 2016, an aneurysm diameter of 82 mm was identified in the absence of a type 1 endoleak. The cause for the enlargement was reported to be thoraco-abdominal disease progression. On (B)(6) 2016, cta imaging revealed an aneurysm diameter of 57 mm. On (B)(6) 2017, the patient received a customized fenestrated endograft to treat the aneurysm enlargement. On (B)(6) 2017, another endovascular procedure was performed and a second customized fenestrated endoprosthesis was implanted. However, the patient was reported to have developed decreasing renal function post procedure. On an unknown date in 2017, the patient reportedly started permanent hemodialysis. On an unknown date in 2018, the patient expired.